Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the functional test. No excessive no delivery alarm was noted. No unexpected low reservoir alarms were noted during testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 246 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.